Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and the piece was missing. Customer reported that there was physical damage to the insulin pump's retainer ring. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked case behind the pump near the battery tube compartment and broken battery tube threads. Test reservoir lock properly inside the reservoir tube. (B)(4).